Manufacturer narrative:
The failure analysis technician evaluated the vela turbine/muffler assembly. The component was received without the esd bag. It was powered in operating mode for testing. The reported issue problem of vent inoperable was duplicated. The turbine was producing a check sum eeprom error.

Manufacturer narrative:
(B)(6). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported ventilator has vent inop and motor fault alarms. No patient involvement.